Event description:
It was reported this lead was capped due to suspected fracture; out of range impedance and gradual rise over the last year. High threshold on rv lead. The device was actively implanted for approximately 8 years, 8 months.

Manufacturer narrative:
Subsequent to the FDA letter of 26 may 2006 that has been inadvertently misplaced, oscor is making a corrective action of converting all summary reports to mdrs, starting from third quarter of 2006 up to march 2007. The manufacturer does not have possession of the lead, as it was capped off inside the patient. Without a subsequent analysis of the subject lead, the manufacturer is unable to fully evaluate the reported event. No allegation our lead failed to meet its performance specifications or caused or contributed to the reported event. Lead fracture is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The event will be reopened if additional information becomes available.